Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that the ventilator stopped while in a case. There was no patient injury reported.

Manufacturer narrative:
The device is maintained by an in-house biomed who was seeking dräger's assistance. Upon review of the provided log file dräger recommended to replace the ventilator motor which reportedly has resolved the problem. The log file entries indicated that the supervisor software detected a deviation between the measured and the expected motor position. The safety concept can be explained as follows: the ventilator motor is a step motor that drives a piston i.e. The number of rotations and the end position defines the piston hub; the piston hub is an equivalent to the tidal volume applied to the patient. To protect the patient from potentially hazardous output and/or from serious damages to the ventilator unit, the device is designed to shut down automatic ventilation when the divergence between expected and measured motor position exceeds a certain limit. The user will be alerted to the shutdown by means of a corresponding alarm, and manual ventilation with the built-in breathing bag including gas dosage will further be possible. Since the nature of the issue is known and the related failure rate is within accepted range, an evaluation of the failed motor was not considered necessary.

Event description:
It was reported that the ventilator stopped while in a case. There was no patient injury reported.